Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when attempting to engage in haptics. The case was successfully completed after restarting the rio arm software. There was no patient harm.

Manufacturer narrative:
Reported event: an event regarding the robotic arm vibrating violently was reported. Method & results: -device evaluation and results: log data to confirm event could not be reviewed as per last communication from mps, the cpci where the log data is stored was replaced when upgrading the system from a 2.2 platform to a 3.0 platform. This was documented in (B)(4). -device history review: a review of the DHR associated with (B)(4) found qips passed successfully. -complaint history review: based on the device identification the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibrating violently. There have been (B)(4) complaints for the lot number referenced, none for the serial number listed. Conclusion: the log data could not be attained to confirm event. Rio received upgrade from 2.2 to 3.0 platform. All system checks would be completed at that time. There have been no other reported events from site of a similar issue.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated when attempting to engage in haptics. The case was successfully completed after restarting the rio arm software. There was no patient harm.